Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned driver was evaluated and found to have a tip which twisted. A review of the manufacturing records did not identify any issues which would have contributed to this event. As the reporter stated the issue may have been due to the torque handle not being calibrated, the definitive cause of this event cannot be determined. However, investigation of this issue for similar events found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2016-00426.

Event description:
It was reported that the t-handle would no longer ratchet and the final driver malfunctioned during surgery so the surgeon was unable to torque down on the locking screw. There were no reported patient injuries associated with this event. This is report one of two for this event.